Event description:
It was reported that the patient was told the implantable pulse generator (ipg) had only two years of remaining longevity, but the device has only been implanted for two years and the patient expected between six to ten years of longevity based on the manual. The patient mentioned being in atrial fibrillation (af) "all the time." The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).